Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Also found cannula whole, with no missing parts. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury. Please reference MFR report number 2032227-2016-55426 for the serious injury complaint.

Event description:
The customer stated the sensor was giving him a low when he was high he took the sensor off and part of the cannula broke off inside insertion site. The customer stated the sensor worked for a couple days and then started giving him miss readings. The customer stated he had no soreness or redness at site. The customer was advised monitor and if site develops any redness or soreness to contact his doctor. The customer's outcome pertaining to the complaint: advised to monitor and send a replacement sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer treated with the pump. Customer's blood glucose value was 500 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did not contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. The product was returned for analysis.